Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the conductor coil had a break close to the electrode end of the lead. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, the helix was able to be retracted during placement; however, it would then not extend. The lead was extracted and successfully replaced. No adverse patient effects were reported.